Event description:
It was reported that during a fistulogram treatment procedure, the blue max balloon ruptured at 26 atms, and a portion of balloon material detached inside the pt. The number of inflations performed is not known. It is noted that the rated burst pressure for the blue max balloon is 20 atms. The pt was asymptomatic during this event. The physician used a 6 fr short pinnacle introducer sheath for vascular access. The balloon material was sheared off at the lesion site in the venous graft. It is noted that no resistance was met during insertion or inflation of this device, and it is not known how the balloon material became detached. The physician used a snare in attempts to retrieve the balloon material, but was unsuccessful. The balloon material remains inside the pt, in a pulmonary artery. The procedure was completed with a cutting balloon. Pt status is reported to be 'stable'.